Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate shocks by subcutaneous implantable cardioverter-defibrillator due to t-wave oversensing in hyperkalemia leading to ventricular fibrillation. Heartrhythm case reports. 2015;1(4):257-259. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted implantable cardioverter defibrillator (ICD) system. Per the article, there was observed ¿intermittent¿ t-wave oversensing, however, in each case the device¿s algorithm appropriately discriminated the sensing and no inappropriate therapies were delivered. However, the article indicated that during follow up, the patient developed ¿a persistent coagulase-negative staphylococcus bacteremia.¿ the system was removed 13 months after the original implant. The patient them had a subcutaneous ICD implanted. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.